Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd sleeve. The customer reports "male, non trauma patient with perforated diverticulitis on prophylactic antibiotics. Nurse noted bruising on one of the patients legs and removed the sleeve."